Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6), 2013, shortly before 3:00p.m., she was "confused and incoherent". Paramedics were called and upon their arrival, emt treated the patient with "sugar water via needle". Customer was transported to a local hospital where she was reportedly advised by a doctor to reduce her insulin intake, however there was no report of additional treatment or diabetic diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (feb 2014) to test. All pertinent information available to abbott diabetes care has been submitted.